Event description:
It was reported that the customer's insulin pump alarmed for the past two days, and the device had a blank display. The blood glucose was 130mg/dl. Troubleshooting was performed, and a piece around the battery cap and reservoir was missing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within spec. The device was monitored and no blank display or failed battery test alarms noted. The device passed the self test and displacement test. The unit was unable to prime during the prime test as a result of a loose/flush drive support disk. The device was received with stripped battery cap coin slot, cracked case at lcd window corners and battery tube threads, missing end cap sticker, broken reservoir tube lip, scratched screen, and corroded battery tube.